Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that, the right ventricular (rv) lead from this pacemaker exhibited noisy signals oversensing and high impedances out of range that triggered a lead safety switch (lss). Subsequently, the rv lead was surgically abandoned, and this pacemaker explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the right ventricular (rv) lead from this pacemaker exhibited noisy signals oversensing and high impedances out of range that triggered a lead safety switch (lss). Subsequently, the rv lead was surgically abandoned, and this pacemaker explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that, the right ventricular (rv) lead from this pacemaker exhibited noisy signals oversensing and high impedances out of range that triggered a lead safety switch (lss). Subsequently, the rv lead was surgically abandoned, and this pacemaker explanted and replaced. No additional adverse patient effects were reported.